Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient who underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 475cc saline breast prosthesis developed capsular contracture (baker grade unknown) in her right breast. The capsular contracture was diagnosed by a physical exam. As a result, the patient underwent unilateral explantation and replacement with a mentor siltex round moderate profile 475cc saline breast prosthesis on (B)(6) 2018. The suspect medical device was discarded after explantation surgery.